Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was initially reported on (B)(6) 2015 that during a colonoscopy procedure, the scope cleaning brush broke off in the endoscope. Additional information received on (B)(6) 2015 from the risk management department stated that a medsun report was submitted to FDA stating "endoscopy rn reported to manager that she had retrieved a piece of a cleaning brush with the brush and tip intact from the suction channel of a pediatric colon scope. Upon investigation, it was discovered that an issue had occurred with this scope 3 weeks prior. The lpn that cleaned the scope noticed that the cleaning brush she was using to clean this scope was missing the brush end when she was done cleaning the scope. She could not be certain if the end was there prior to cleaning the scope. She put another cleaning brush down the channel and cleaned the scope without finding the missing piece of cleaning brush. Scope leak tested and put through the reprocessing cycle without incident. Only issue noticed was decrease in suction quality. The lpn stated the end of brush broke off at the brush end and she could see it in the suction port so she removed it before continuing to clean the scope. There were 2 patients who had the same colon scope used during their procedures. Source patient: mrn: (B)(6). Affected patient: mrn: (B)(6). Source patient tested (B)(6) for (B)(6)." Per med sun, trimedex was notified to send the scope out for inspection. Additional information received on (B)(6) 2015 from the risk manager clarified that "there was only one patient affected. The other patient mentioned above was the source patient in which the scope was originally used on. The source patient was tested for (B)(6) and other infectious diseases which were all (B)(6) so they do not believe the affected patient was at risk."